Manufacturer narrative:
Details of complaint: the biomedical engineer reported they were replacing the multiple patient receiver (org) with a spare unit, but when they attempted to connect it to the hospital network, the telemetry transmitters associated with the org failed to show up at the central nurse's station (cns). This was not in patient use when it happened. However, the description of failure was unknown for the initial org that was being taken out of commission. It was unknown whether it was in patient use when it failed, or what the model and serial number of the device was. The customer had been unresponsive to inquiries. To err on the side of caution; this was reported. No patient harm or injury was reported. Investigation summary: communication loss could delay the recognition and management of sudden deteriorations in vital signs or cardiac rhythm. Real-time monitoring remains intact on bedside monitors and can still alert caregivers to changes in vital signs or heart rhythm. An error message would appear to alert clinicians to the issue in which an alternate monitoring method could be arranged. The reported communication loss was duplicated. They reinitialized the software to resolve the issue. The root cause is likely related to power loss as stated in the evaluation notes. Improper shutdown due to user error or power loss is known to corrupt software. The reported device has not experienced a recurrence of the communication loss.

Event description:
The biomedical engineer reported they were replacing the multiple patient receiver (org) with a spare unit, but when they attempted to connect it to the hospital network, the telemetry transmitters associated with the org failed to show up at the central nurse's station (cns). This was not in patient use when it happened. However, the description of failure was unknown for the initial org that was being taken out of commission. It was unknown whether it was in patient use when it failed, or what the model and serial number of the device was. The customer had been unresponsive to inquiries. To err on the side of caution; this was reported

Manufacturer narrative:
However, the description of failure is unknown for the initial org that was being taken out of commission. It is unknown whether it was in patient use when it failed, or what the model and serial number of the device is. The customer has been unresponsive to inquiries. If the unit failed while in patient use, this would most likely be a reportable issue. Therefore, to err on the side of caution; this is being reported. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer reported that they are replacing the multiple patient receiver (org) with a spare unit, but when they attempt to connect it to the hospital network, the telemetry transmitter units associated with the org fails to show up on the central nurse's station (cns). This was not in patient use when this happened. However, the description of failure is unknown for the initial org that was being taken out of commission. It is unknown whether it was in patient use when it failed, or what the model and serial number of the device is. The customer has been unresponsive to inquiries. If the unit failed while in patient use, this would most likely be a reportable issue. Therefore, to err on the side of caution; this is being reported. No patient harm reported.